Event description:
The following was reported by the implanting physician to the co's clinical market specialist: "patient with an implanted cardioseal device presented with a thrombus formation has been scheduled for device removal."